Event description:
It was reported by the pt's parent that the device was explanted due to significant mitral valve stenosis. Reportedly, the pt had tricuspid valve stenosis and tricuspid valve regurgitation. It was additionally reported that the implant duration was 2 years and 10 months. The explanted edwards device was a mitral carpentier heart valve 25mm. The specific model and serial number are unk. The pt additionally had a mitral valve implanted in the tricuspid position, please refer to medwatch number 6000002-2008-08074. Two attempts were made to the hospital in an attempt to obtain the op report and to verify if the device is available for return. No response received.

Manufacturer narrative:
Device not returned.